Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker and another manufacturer's right ventricular (rv) lead experienced a 2.6 second pause in pacing as noted on telemetry. It was noted that the rv sensitivity was programmed to a fixed 10.0 mv. A review of the presenting electrogram (egm) from remote monitoring showed regular artifact on the rv channel, however it was not oversensed by the device. Boston scientific technical services (ts) recommended that the rv lead should be further evaluated. No adverse patient effects were reported.